Event description:
It was reported that the patient received an inappropriate shock, and went to the hospital. The right ventricular (rv) lead exhibited poor sensing and t-wave oversensing. The lead was replaced. The patient reports being anxious about receiving a shock. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.